Manufacturer narrative:
The investigation was performed on the user synced glucose data on data management system (dms), which is an ever-sense cloud platform. Based on the investigation analysis, the sensor glucose (sg) reading at 10:58 pm was 293 mg/dl and at 11:03 pm, it was 292 mg/dl. No blood glucose (bg) values were entered into the system. The system did not assert any alerts because the sg values were well above the low glucose alert threshold. A review of the available glucose data on dms revealed that the customer was not calibrating properly. There were many instances where estimated values (sensor glucose readings) provided by the app were being entered as calibrations instead of true finger stick bg values. It's important for the user to enter calibrations with the exact value of a finger stick reported by the bg meter and the exact time at which the bg was measured. Entering anything other than a true bg value can disrupt the calibration and lead to significant deviations in the sensor readings displayed, and this can have an impact for several days after resuming normal calibration. The user acknowledged that they were not entering true bg values. No further investigation was found necessary for this complaint.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review the manufacturer is currently performing evaluation and the results will be provided in a supplemental report.

Event description:
Senseonics was made aware of a serious adverse event where the customer lost consciousness because of a hypoglycemia event. An ambulance was called and the blood glucose (bg) measurement with a glucometer indicated 40 mg/d. It was reported that sensor glucose (sg) reading was 100 mg/dl. The customer complained of not being alerted by the system at the time of incident because sg value did not cross below the low glucose alert threshold which was set at 90 mg/dl. The customer was given glucose to resolve the event.